Manufacturer narrative:
Philips service replaced the crcb connection board (crcb connection board kit v5) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to turn on due to defective crcb connection board on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.